Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, dexcom technical support advised the patient to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the "call tech support" error was observed on the screen of the receiver. The customer's complaint was confirmed and the root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).